Event description:
The manufacturer received notification that a ventilator failed to alarm for a loss of power during a pre-use operational test of the device. The ventilator was not in patient use and there was no patient harm or injury. The manufacturer will file a final report after the device has been received, and they have completed their investigation of the reported event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.